Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: 1 day after cvc placement, contrast medium is ifused through the device. After infusion it was noted that the extension line is deformed. There was no reported patient harm or consequence and the patient was reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one photo for evaluation. The report of an extension line stretched/ballooned was confirmed through inspection of the supplied photo. The customer also returned one 3-l cvc for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection revealed the proximal extension line was stretched/ballooned down the full length of the extrusion. This damage appears consistent with unintentional over pressurization of the extension line during use. The proximal extension line could not be accurately measured due to the damage. Functional inspection was performed per the product instructions for use which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal extension line was flushed using a lab inventory 10ml syringe. Water exited out the catheter as expected. No leaks or blockages were observed. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not exceed ten (10) injections or catheter's maximum recommended flow rate located on product labeling and catheter luer hub to minimize the risk of catheter failure and/or tip displacement. Precaution: pressure limit settings on injector equipment may not prevent over pressurizing an occluded or partially occluded catheter. Precaution: warm contrast media to body temperature prior to pressure injection to minimize the risk of catheter failure." The customer report of a stretched/ballooned extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the proximal extension line was fully ballooned. This damage is consistent with over pressurization of the extension line during use. The catheter met all relevant dimensional and functional requirements, and a device history record review based on a potential lot from sales history was performed with no relevant findings. Based on these circumstances, unintentional use error (overpressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: 1 day after cvc placement, contrast medium is infused through the device. After infusion it was noted that the extension line is deformed. There was no reported patient harm or consequence and the patient was reported as fine.

Event description:
It was reported that: 1 day after cvc placement, contrast medium is ifused through the device. After infusion it was noted that the extension line is deformed. There was no reported patient harm or consequence and the patient was reported as fine.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only.